Event description:
The customer reported that their central nurse's station (cns) did not alarm vt for 2 different core units (g9's). When this occurred, the core units alarmed, but the cns did not. No harm or injury occurred.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm vt for 2 different core units (g9's). When this occurred, the core units alarmed, but the cns did not. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: g9: model #: cu-192ra. Serial #: (B)(4). Device manufacturer data: 08/15/2020. Unique identifier (UDI) #: (B)(4). G9: model #: cu-192ra. Serial #: (B)(4). Device manufacturer data: 08/31/2020. Unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that the central nurse's station (cns) did not alarm vt for 2 different core units (g9 monitors). When this occurred, the g9 monitors alarmed, but the cns did not. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm vt for 2 different core units (g9 monitors). When this occurred, the g9 monitors alarmed, but the cns did not. The strips and event logs were sent in for nihon kohden (nk) evaluation. No patient harm was reported. Investigation summary: the data collected were submitted to nihon kohden clinical application specialist (cas) to review. Cas reviewed the information submitted and the arrhythmia recall was not available. It was not clear if subsequent alarms were triggered and/or silenced. There was a 7-beat run noted that exceeded the beats of vt but not the rate of 100. A complete analysis of the submitted data cannot be obtained. The vt 5/100 ext tachy 180 svt 5/180 vpc 10/min documentation showed that the svt alarm was off. There was insufficient information available to perform a thorough analysis of the events. The root cause could not be determined. Review of service history for this cns shows no prior history and no recurrence of the missed alarms. There is no indication of a device malfunction. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.